Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model etd (not available in the USA) using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for micrococcaceae (1cfu/endoscope). Also, the sample collected from the distal end of the subject device tested positive for micrococcaceae (1cfu/endoscope) and coagulase-negative staphylococcus (2cfu/endoscope). The testing result was target level in the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia and unspecified microbes (the total cfu of the stenotrophomonas maltophilia and unspecified microbes is >200cfu/endoscope). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.